Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient asked for a pocket revision because they did not feel like the ins was flat. The pocket was revised on the day of the call. No patient symptoms were reported. No further complications were reported.